Manufacturer narrative:
Please refer to the attached report preliminary analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption based on available information, a battery issue could not be excluded. In this case, the battery voltage could decrease again very rapidly, therefore the rrt could be reached very rapidly. The ICD device explanation should be considered. Review of manufacturing records of the subject device revealed that the device was manufactured and released accordingly to all applicable procedures. As the device has not been explanted, no further analysis could be performed. If any new pertinent information is received or the device is available for analysis, the case will be re-opened.

Event description:
Reportedly, the device longevity is estimated to 9 months and the battery voltage is 2,94v. There was a temporary drop of the battery voltage.